Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
It was reported that the insulin pump did not alarm no delivery when the customer felt it should have. It was stated that the customer did not have a tubing clamp to conduct a high pressure test. It was stated that a tubing clamp was shipped to the customer. Nothing further was reported.